Event description:
Intensive care unit nurse reports while priming IV tubing it was noted the tubing had been assembled incorrectly. It appears the tubing between the first and second port (closest to the patient) is very long. No injury to patient. Not used on patient. Sample available for evaluation purposes.